Event description:
Syringe tips of covidien monoject 35ml leur lock tip syringes occasionally break off with limited pressure applied. The context in which we are seeing this breakage is in the home infusion environment where patients are receiving the product with syringes broken although left the pharmacy intact. Pressure application to tip replicated with easy breakage following limited amount of physical pressure. Changing the packing technique to stabilize the syringes during the shipping process has decreased the reports of broken syringe tips but has not completely mitigated the reports. Error reached pt; no pt harm. (B)(4). Submission ID: (B)(4).